Manufacturer narrative:
Findings: unit had unresponsive buttons due to flattened(creased)esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had battery minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the buttons are very hard to push and need to use a pen or jam her finger into buttons to get it to respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.